Manufacturer narrative:
The customer reported a failure to discharge during an electrophysiology study. There was no report of death or serious injury related to this incident. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.

Event description:
The customer reported a failure to discharge during an electrophysiology study. There was no report of death or serious injury related to this incident.